Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13942 and 3005099803-2013-13948 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping device were used during a procedure. According to the complainant, during the procedure, the two resolution clips failed to deploy. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.